Manufacturer narrative:
Insulin pump was received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self-test and displacement test due to no button response. No button error alarm during testing. No moisture damage found on the electronics, motor, keypad, battery tube and vibrator assembly noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer insulin pump had keypad anomaly. The customer¿s blood glucose level was 75 mg/dl. The customer reported that the escape key doesn't work. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is february 6, 2019.